Event description:
Correction on event: it was reported that noise reversion episodes were observed caused by internal oversensing of impedance measurements. New information received indicated that patient presented for in-clinic follow-up. Session record and device image was reviewed and noted that the episodes of noise reversion occurred continuously only at the same certain hours. Programming changes were made. No further episodes have been recorded. Patient condition was good and stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise reversion episodes were observed on the device via remote transmission. Patient will be followed normally. Patient was stable before, during and after the event.